Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: after making the normal incisions to the umbilicus and the epigatric area he tried to insert the 10ml pyramidal blade trocar to these areas but they would not pierce through. Fortunately we had some extras in store which went through the tissue with ease. No adverse effect to the patient. No extension in surgery. No blood loss of more than 500cc. No extension in incision. No tissue loss. Nothing fell into the patients cavity. No reinforcement material. Sample being returned.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/24/2015.